Event description:
Employee was attaching a needle to customers insulin pen. Needle was defective - had an add'l needle that was sticking out of the side of the needle cap. This add'l needle pricked employees right thumb. Needle was clean. Model #: reli on short pin.